Event description:
Event description guidant received information from the patient that the implantable cardioverter defibrillator (ICD) was emitting beeping tones for having reached an eri (elective replacment indicator) battery status. The patient was dissatisfied that the ICD had reached replacement before the warranty period had expired.